Event description:
Initial reporter indicated that the patient began to experience excessive drooling with a lot of mucus. It was reported that when the drooling type seizures occur, use of the magnet appears to worsen the seizure. Further investigation revealed that the patient also had difficulty swallowing medication due to the drooling problem. Reporter later indicated that the pulse width setting and the signal frequency were both adjusted on 10/2001. Reporter also indicated that during the seven weeks after this adjustment the drooling did not improve nor did their swallowing problems but their grand mal seizures increased. Reporter indicated that after the seven weeks the pulse width setting and the signal frequency were both adjusted back to the original settings. Reporter also indicated that patient is now experiencing grand mal seizures every other day. An attempt to follow-up with the patient's physician was made on 02/2002 but the nurse practitioner refused to reveal any information regarding the patient due to patient confidentiality.